Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) was completed. The reported problem (cannot complete detect and treat testing) has been confirmed. As received the monitor failed the incoming functional testing. The cause of the failure was isolated to a shorted c10 capacitor on the computer/analog board which caused inductor l1 to open. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functionality testing.